Manufacturer narrative:
The insulin pump passed the rewind, prime, basic occlusion, and occlusion test. The insulin pump primed properly. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported by the customer that their insulin pump was unable to upload meter readings. During troubleshooting, the meter's identification was verified. Customer stated they did not recall any significant events that lead to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.